Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the date of manufacture is unknown.

Manufacturer narrative:
The 30-day follow-up #1 was incorrectly selected as 'serious injury'. Correct selection for type of reportable event is "malfunction'.

Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving readings of 205 mg/dl, 134 mg/dl and "hi" (a reading greater than 500 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported subsequently feeling "very weak, was pale" and noted being "on the verge of passing out". Customer denied a loss of consciousness. Customer self-presented to a local healthcare facility, but did not receive any diabetes-specific diagnosis or treatment. Customer noted that upon his arrival at the ER his blood glucose level was 121 mg/dl. Customer was diagnosed with severe dehydration and was treated with "500 units of a fluid", but he could not remember what it was called. Customer denied self-treating. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.